Manufacturer narrative:
The pump powered up properly after battery installation. There was no unexpected pump resetting anomalies noted. The pump was received with intermittent buttons due to corroded keypad traces. There was no button error alarms noted. The pump was received with cracked case at display window corners. The pump was received with minor scratched lcd window. (B)(4).

Event description:
The customer's mother reported via phone call of button error on customer's insulin pump. The customer's blood glucose at the time was 400mg/dl. The customer sates the buttons are unresponsive. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.